Manufacturer narrative:
(B)(4). D10. Unknown cup, item# unknown, lot# unknown. Unknown liner, item# unknown, lot# unknown. Unknown stem, item# unknown, lot# unknown. G2. Report source: netherlands. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial hip surgery, subsequently, after 3 days post implantation, underwent a revision surgery due to spontaneous head fracture without trauma. Patient wanted to get up from chair and heard something snap. Due diligence is in process and no further information on the reported event has been provided.

Event description:
Upon reassessment of the reported event, it was determined this MDR was not filed under the right MFR number. This event will be reported under MFR number 3002806535 (UK).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this MDR was not filed under the right MFR number. This event will be reported under MFR number (B)(4) (UK).